Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. A conclusive cause for the reported death, cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: literature titled, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the (B)(6) registry.

Event description:
This is being filed to report the patient death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the (B)(6) registry. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted.